Event description:
A ventilator was returned to the manufacturer for service there was no harm or injury reported.

Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.